Manufacturer narrative:
The ge service representative determined the x-ray tube required replacement. The service representative did not perform repairs as the customer addressed the issue.

Event description:
The customer reported the thermometer does not turn on and it does not allow the system to x-ray. No pt injury was reported.